Event description:
It was reported via repair work order that the head end of the bed would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation found that the issue with this unit was that the fowler was stuck in an elevated position electrically. The manual CPR release was still fully functional, so the fowler could be lowered to its low, flat height, which is the preferred position for emergency medical intervention. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Event description:
It was reported via repair work order that the head end of the bed would not lower. Further investigation found that it was the fowler that was stuck high, however the manual CPR release was functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.